Manufacturer narrative:
Further details were provided stating that the sleeve was patched up with tegaderm.

Event description:
The user facility reported a 65 year old male was implanted with a impella cp for support for a high risk cardiac procedure. It was reported that the decision was made to leave pump in. A echocardiogram was performed at bedside and pump needed to be repositioned. While repositioning sleeve covering catheter ripped. The doctor wanted to just secure rip tuohy and t lock secured. Device locked at 91cm and echo measurement 4.08 cm after repositioning.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.